Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter entrapment and removal difficulties occurred. The 90-95% stenosed lesion was in a fistula located in a non-tortuous vessel. The physician used a 3.0 x 20, 75 cm charger balloon catheter with 6f non-bsc sheath and a .035 angled non-bsc guidewire. The balloon was inflated 3 times and hand expanded (did not use a indeflator). Following inflation, the balloon catheter stuck on the guidewire. The physician experienced difficulty removing the balloon catheter from the guidewire. The device was able to be removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is ok.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, catheter entrapment and removal difficulties occurred. The 90-95% stenosed lesion was in a fistula located in a non-tortuous vessel. The physician used a 3.0 x20, 75cm charger balloon catheter with 6f non-bsc sheath and a .035 angled non-bsc guidewire. The balloon was inflated 3 times and hand expanded (did not use a indeflator). Following inflation, the balloon catheter stuck on the guidewire. The physician experienced difficulty removing the balloon catheter from the guidewire. The device was able to be removed and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was received for analysis along with a guidewire. Using a calibrated snap gauge, the outer diameter of the guidewire measured 0.0335 inch. An examination of the device found no issues. The guidewire was inserted through the device with no restrictions noted. The wire was removed and our own guidewire measuring 0.035 inch was inserted with no restrictions noted. From the information available this device was used per the directions for use (dfu) / product label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).